Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: breast augmentation. According to the reporter: one month following the procedure, surgeon used expanders to stretch tissue and as a result of the expansion, wound edges opened up. Pt returned to surgery for re-closure after wound dehisced.